Event description:
The customer reported that the device's plastic insulation fell off of the device and into the pt cavity. The piece was recovered with no injury to the pt. A second device was opened and the same issue occurred. The additional device on this complaint can be found on MFR. Report # 1717344-2010-00619.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.